Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) procedure, using a preclose technique, three of the four perclose proglide devices used were successfully deployed in the common femoral artery using a 6f sheath. Reportedly, after the first two proglides were successfully deployed, during the deployment of the third device, a cuff miss occurred. The device was removed and during the process of deploying the fourth proglide, it was noted that the expiration date for all four of the devices was past due with a date of (B)(4) 2011. The physician chose to use the fourth proglide and the sutures were successfully deployed. The sheath was upgraded to a 9f and then to a 17f. After the aaa procedure, the sutures from the three proglides successfully achieved hemostasis. There was no adverse patient sequela. The physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - use after expiration date (reported as (B)(4) 2011). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The three additional perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Using the device after the expiration period is influenced by, but is not limited to, manufacturing and/or user technique. The lot history record was reviewed and the lot met acceptance specification. There is no indication of a manufacturing influence on the reported experience. During the manufacturing process, the device is visually inspected and functionally tested. The device is clearly labeled with the expiration date and can be seen during the removal of device during prep. Reportedly, the date was not noticed until the use of a third device. The user, trained in the use of the proglide device, chose to continue with closure procedure using the expired device; therefore, there is indication of a user influence on the reported experience. The reported cuff miss occurs when the needle travel path (trajectory) was not correct when the user deployed the proglide device. A cuff miss can be influenced by, but not limited to, manufacturing, user technique, and/or anatomical conditions. The proglide instructions for use provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as, scar tissue and calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. There was no reported information to indicate a anatomical influence to cuff miss. The evaluation concluded there was no manufacturing, user technique, or anatomical influence on the reported experience of cuff miss. The evaluation concludes there was user influence on the reported experience of using an expired product. The cause of the reported cuff miss could not be determined and the reported use of an expired product was determined to be user error. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific quality deficiency.